Manufacturer narrative:
Reportable based on analysis of the returned specimen exhibiting ptfe coating damage and removal. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The returned specimen presented offset/overlapping coil wraps located 41.9 to 41.95cm and 46.45 to 46.55cm from the proximal end creating localized oversized diameters to .03735" and ptfe coating damage and removal, the specimen also presented a large radius bend over the proximal 95cm; there was no mention of the bend damage in the complaint documentation, as such it is not possible to determine when the damage occurred. The report of damage is confirmed. The offset/overlapping coil damage appeared consistent with torquing the wire. As indicated in the device instructions for use (dfu) warnings, "do not torque this guidewire". Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: event description: it was reported that: event: it got damaged. Was there any visual issue prior to use? Unknown which part got damaged? About 30cm from the tip of the shaft the balloon got stuck on the mid-way of the wire, and it could not be delivered. Because it seems to be strange/unusual, when it was taken out from the patient's body, it was visually confirmed that the shaft got lifted of about 30 cm from the tip.